Event description:
Healthcare professional reported capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting " rupture of implant.". Device has been explanted. This relates to the right side